Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that the right ventricular (rv) lead was difficult to place and was not the result of the patient's anatomy. After removal, the lead helix showed thrombus and tissue inside making helix retraction difficult. Another lead was placed. It was also reported that the patient received an incorrect registration card. This has been corrected. No patient complications have been reported as a result of this event.